Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - I was cut open') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced weight fluctuation ("weight fluctuation") and tooth fracture ("teeth breaking") and was found to have weight decreased ("lost 40 lbs since my surgery"). The patient was treated with surgery (hysterectomy leaving one ovary). Essure was removed in 2016. At the time of the report, the medical device removal, weight fluctuation, tooth fracture and weight decreased outcome was unknown. The reporter considered medical device removal, tooth fracture, weight decreased and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal weight fluctuation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - iwas cut opn') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced weight fluctuation ("weight fluctuation") and tooth fracture ("teeth breaking") and was found to have weight decreased ("lost 40 lbs since my sergery"). The patient was treated with surgery (hysterectomy leaving one ovary). Essure was removed in 2016. At the time of the report, the medical device removal, weight fluctuation, tooth fracture and weight decreased outcome was unknown. The reporter considered medical device removal, tooth fracture, weight decreased and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal weight fluctuation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media information received: new events "teeth breaking", "lost 40 lbs since my surgery" were added. Patient age and essure implant date was added. On 23-mar-2020: fu2 and fu3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - iwas cut opn') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced weight fluctuation ("weight fluctuation"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal and weight fluctuation outcome was unknown. The reporter considered medical device removal and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal weight fluctuation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.